Event description:
The stent was deployed in the lad. A semi-compliant 2.5 balloon was utilized for post-dilatation. Upon completion, the stent occluded. Another MFR stent was placed proximally and flow was restored.